Event description:
It was reported that the foley catheter got torn longitudinally and fell out of the patient after 5 days of placement. The user did not use forceps during the catheter insertion. Hematuria was observed. It was suspected that the patient had bladder stone. No medical intervention was reported. Per follow up information received via ibc on 12jun2023, the customer did not confirm if the bladder stone was patient's medical history. Per mail received from ibc on 12jun2023, stated that the balloon burst was observed to the returned sample. "Catheter breakage" was wrong report, the event description should be corrected to "balloon burst".

Manufacturer narrative:
The reported event was confirmed and the cause unknown. Although a specific cause could not be determined, based on the risk document a potential root cause for this event could be "high modulus latex". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex." "Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." "Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: d, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter got torn longitudinally and fell out of the patient after 5 days of placement. The user did not use forceps during the catheter insertion. Hematuria was observed. It was suspected that the patient had bladder stone. No medical intervention was reported. Per follow up information received via ibc on (B)(6)2023, the customer did not confirm if the bladder stone was patient's medical history. Per mail received from ibc on (B)(6)2023, stated that the balloon burst was observed to the returned sample. "Catheter breakage" was wrong report, the event description should be corrected to "balloon burst".